Event description:
The clinic reported that a laser vision correction patient developed a flap striae on the left eye (os) at one day post op exam. The flap striae resulted in a flap and rinse to be performed. There was no loss of best correct visual acuity (bcva). The patient¿s chief complaint was of blurry vision and some discomfort.

Manufacturer narrative:
(B)(4) striae. Flap lift and rinse. The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder.